Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the noise was not determined, however, was suspected to be myopotential in nature. Programming changes were made to sensitivity to mitigate pacing inhibition and the physician planned to continued monitoring the patient closely through the remote home monitoring system. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) leads exhibited noise, oversensing that resulted in greater than 2 seconds of pacing inhibition. The patient was noted to have a slow escape rhythm. Additionally, the patient experienced symptoms of pre-syncope when turning their head and torso and also during auto threshold testing. Boston scientific technical services (ts) reviewed the stored episodes and discussed the potential of electromagnetic interference (emi) for 2 of the episodes. Ts discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.